Manufacturer narrative:
A company rep visited the customer site and evaluated the sys. The rep stated that a sys message (irrigation valve failed closed) and others were confirmed. The rep further stated that the sys messages resulted from poor contact of the fluidics controller printed circuit board (pcb) assembly due to a dent in the fluidics pcb holder. The rep repaired the dent nonconformity to address the issue. The rep then verified that the sys met product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for this. Additionally, a review of the sys's event log revealed that a sys message (irrigation valve failed closed) and sys message (fluidics mechanism fault) occurred multiple times on the date of event. The root cause of the reported event can be attributed to a nonconforming fluidics pcb holder resulting in poor contact for the fluidics controller pcb assembly. (B)(4).

Event description:
A customer reported a pt had rec'd peribulbar anesthesia in preparation for surgery. The procedure had not yet started when the sys displayed multiple messages and locked. The case was canceled. There was no harm to the pt.